Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing could not be performed because the receiver was stuck on the initializing screen. The case was opened for further evaluation. An interior inspection was performed and confirmed the reported event of a frozen screen display. The root cause was determined to be a defective u8 component.